Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the pump powered on with vibratory and audible sounds. An ezprime sequence was successfully completed. A 1.0u/hr basal program was performed for 24hrs. No unprogrammed boluses were recorded in history during this time. The pump successfully performed a normal 10u bolus and a 10u audio bolus and both were accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. There were no hypersensitive keys observed. The initial complaint could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked on the side near the threads and cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was delivering boluses that were not programmed by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.